Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during the arthroscopic meniscal resection, the upper blade of the device came off the shaft. All broken parts were removed from the patient. The procedure was completed with the same device. No injuries, delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the jaw had broken off of the device. The broken piece was returned. There was minimal wear on the device, and no debris. A functional evaluation concluded that the jaw was separated from the device and could not function. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, uneven forces on the jaw, or twisting during use.